Event description:
It was reported there was an adverse patient incident, and the nurse reported to biomed that the unit was on but the pump (large volume pump sn (B)(6) turned off without alarms when the nurse lightly bumped in to it. The unit was off (levophed/norepinephrine drip turned off completely) and the pump was turned back on with previous settings intact and drip was restarted. Instead of starting at previous rate, the pump began to administer a bolus of levophed at a higher rate and was stopped immediately by the nurse. However, the medication took effect and the patient became very tachycardic and hypertensive. The nurse took the large volume pump away and replaced it with another pump. The patient went into tachycardia and they stabilized him. Although requested, further information was not available.

Manufacturer narrative:
The report of an unexpected shutdown, unintended rate change and the device administering a norepinephrine bolus was confirmed in the pcu event log. Log analysis results: there were 4 pump modules attached to the pcu at the time of the reported event. Three of them were in use and infusing (unit a, unit b and unit d. Unit c was idle). At 2:33 am on (B)(6) 2021, a channel disconnect occurred and unit c and unit d disconnected at the same time (both due to loss of power), which means that the source of the disconnect was most likely between the pcu and unit c. Unit a and unit b were not affected and continued to infuse, which means those 2 devices were most likely to the left of the pcu. It was reported there was an adverse patient incident, and the nurse reported to biomed that the unit was on but the pump (large volume pump sn (B)(6)) turned off without alarms when the nurse lightly bumped in to it. The bump most likely caused the disconnect. The unit was off (levophed/norepinephrine drip turned off completely) and the pump was turned back on with previous settings intact and drip was restarted. Approximately 13 minutes after the disconnect, the user selected the device (2:46 am on (B)(6) 2021) and instead of programming the previous non-weight-based infusion of drugid 917, the user programmed a weight-based infusion of drugid 921 (previous rate was 1.9ml/hr and the new rate was 195.6ml/hr. Instead of starting at previous rate, the pump began to administer a bolus of levophed at a higher rate and was stopped immediately by the nurse. The rate was not stopped as was reported and the device continued to infuse this weight-based infusion at rates that varied between 195.6ml/hr, 97.8ml/hr, 48.9ml/hr and 16ml/hr until the device was channeled off at 5:24 am on (B)(6) 2021. A review of the device error logs found no errors during the time of the reported event. Root cause analysis: the proximate cause of the reported unexpected shutdown was identified as due to a channel disconnect due to a loss of power. The root cause of the channel disconnect was not identified since the devices were not received for investigation. The root cause of the unintended rate change and the device administering a norepinephrine bolus by itself were identified as due to user programming. Device history review: a review of the device history record showed the device had a manufacture date of 12 june 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Log reviews have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, age or date of birth, weight, and further information was not available. No device received-log review only.

Event description:
It was reported there was an adverse patient incident, and the nurse reported to biomed that the unit was on but the pump (large volume pump sn (B)(4)) turned off without alarms when the nurse lightly bumped in to it. The unit was off (levophed/norepinephrine drip turned off completely) and the pump was turned back on with previous settings intact and drip was restarted. Instead of starting at previous rate, the pump began to administer a bolus of levophed at a higher rate and was stopped immediately by the nurse. However, the medication took effect and the patient became very tachycardic and hypertensive. The nurse took the large volume pump away and replaced it with another pump. The patient went into tachycardia and they stabilized him. Although requested, further information was not available.